Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver displayed an out of range symbol that would not resolve. The patient attempted starting a new sensor session, but the symbol did not go away. No additional event or patient information is available.